Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit or constant tone noted. The insulin pump passed displacement test and self-test. However the insulin pump had a button error alarm and intermittent button response noted during testing due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The insulin pump was received with severly scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.